Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bronchoscopy procedure, the surgeon activated the corecath device in the right upper lung (rul) and reported it burned into a vessel and uncontrolled bleeding occurred. The surgeon placed an endobronchial balloon into the rul area where the bleeding was occurring, and this led to tamponade. An endovascular balloon was placed into the vessel and the bleeding was controlled. The patient received a blood transfusion. The number of units is unknown. No further interventions were reported.